Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue (B)(6) 2016. Implanting surgeon was (B)(6). Gastroesophageal balloon dilation attempted (B)(6) 2016 to address post-procedural dysphagia did not alleviate symptoms. Uneventful device explant due to dysphagia on (B)(6) 2016. Explanting surgeon was (B)(6). Patient in satisfactory condition after explant.